Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The customer complaint was investigated and confirmed. Investigation revealed that system detected an anomaly, rejected customer entry of fingerstick blood glucose calibration and prompted customer to enter another fingerstick blood glucose calibration after 1 hour. This prompt by system resulted in customer becoming aware of hyperglycemia event. Investigation shows that the system correctly blinded glucose values (temporarily) due to a detected performance failure and the system's self-test functions are working normally.

Event description:
On october 31st, 2019 senseonics was made aware of an adverse event where the user experienced hyperglycemia event and reported the continuous glucose monitoring system did not alert him.